Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issues was most likely patient condition since patient had an extensively calcified aortic root. D6a and d6b were inadvertently omitted from manufacturer device report 1220648-2025-25693. E4 should have been left blank on manufacturer device report 1220648-2025-25693.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the insertion of impella cp device to a patient in cardiogenic shock from an acute myocardial infarction unsuccessful due to the cardiac anatomy. The device was unable to advance past an "extensively" calcified aortic root and the case was aborted. The outcome noted the patient survived and reportedly in stable condition following the event.